Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. The insulin pump was received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the keypad on the insulin pump was not working. The device was not damaged and has not humidity inside. Customer was advised to revert to back up plan and discontinue use of the device. Customer's blood glucose was 7.8mmol/l. No further information reported.